Manufacturer narrative:
The device was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for >100 (1 cfu/endoscope) the testing result cleared the french guideline. No damage to the device was found during the arrival inspection by oekg. Therefore, the device was returned to the customer without repair. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based upon the investigation results that the microbiological testing after reprocessing with olympus was below the standard value, omsc assumed that the reported event was caused by followings; there was a difference between customers and olympus in how to reprocess the device. Bacteria were contaminated during culture test sampling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. All channels: pseudomonas fluorescens / putida (>100 cfu/endoscope), coagulase-negative staphylococcus (>100 cfu/endoscope) the device had been reprocessed with an olympus automated endoscope reprocessor model etd3, using peracetic acid. There was no report of infection associated with this report.